Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (lad) artery with no calcification. Some resistance was noted when removing the yellow protective sheath of the 2.5 x 28 mm delivery system during preparation. The device was advanced to the lesion, but the balloon would not inflate. Under angiography it was noticed that the balloon had a hole. The procedure was concluded successfully using two new devices (2.5 x 18 mm and 2.5x12 mm). There was no clinically significant delay in procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue was confirmed as the proximal balloon seal was separated. The reported hole in the balloon was not confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.